Event description:
During the delivery of a new born baby at alta bates medical center in oakland california, an electrosurgical device came in contact with the baby's toes, badly burning two of them. The mother's thigh was also burned during the event.

Manufacturer narrative:
This report is being submitted following the FDA's request for follow up to a medwatch report filed by cardinal health. Conmed electrosurgery does not have a copy of the report, nor were any complaints received from the hospital regarding this alleged incident. The FDA would not provide a copy of the medwatch, nor any additional information, as they have been informed the situation is in litigation. Conmed electrosurgery is filing this MDR in order to comply with our internal procedures as one of our products may have been involved with an adverse event. We acknowledge the length of time between the incident and this report, but conmed electrosurgery just became aware of this event on october 23, 2006. The electrosurgical pencil used during the delivery could not be positively identified as a conmed electrosurgery device. During legal proceedings, the physician could only state it was yellow in color. The device was disposed of following the procedure. During the delivery, a situation arose whereby the newborn became distressed and emergency intervention was required. The physician, in their haste, laid the pencil on the mother's leg in proximity to the newborn. During the activites to revive the newborn, the pencil inadvertently was activated resulting in burns to the newborn's toes and the mother's thigh.